Event description:
Patient was being transferred from the floor into hi/low bed via a maxilift. Staff nurse positioned hoist parallel to the bed, because the hoist legs would not go under the bed, which was suspected to be at its lowest position. Which trying to position the patient over the bed, the hoist tipped over and leaned against the wall, damaging the top cover. The patient did not suffer an injury.

Manufacturer narrative:
Further information will be provided upon conclusion of the manufacturer's investigation.